Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using pod10s and a lantern delivery microcatheter (lantern). During the procedure, the physician experienced resistance while advancing a pod10 through the lantern; therefore, it was removed. It was also reported that the hub of the lantern may have been inadvertently pinched down. The procedure was completed using a new pod10 and the same lantern. There was no report of an adverse effect to the patient.